Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing, and the root cause for the holes/cut in the hose is consistent with mishandling of the device by letting the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had a hole in the hose. During service and evaluation, it was determined that the motor device had a hole in the hose near the muffler and in the upper area, the red indicator was missing from the muffler tube, housing pins were loose, the vanes were worn out causing the device to fail the rotational speed assessment, the cutter spindle drive pin was bent and the nut soft couple was cracked. The device also failed pretest for hose verification, muffler tube verification, housing pins assessment and loctite assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.